Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic submucosal dissection (esvd) procedure performed on (B)(6) 2025. According to the complainant, during the procedure the bands were twined and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the device was returned for analysis. Visual inspection showed that the slack was taken up; however, there was no evidence that the loop of the trip wire had been secured to the post. The ligator housing was not returned for evaluation. No additional observations could be made due to the absence of all device components. The labeling review identified that the device was used in a manner inconsistent with the instructions for use. The instructions for use require securing the trip wire in the handle slot, and the returned handle did not show evidence of correct setup. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of bands failure to deploy is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
(B)(6). It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic submucosal dissection (esvd) procedure performed on (B)(6) 2025. According to the complainant, during the procedure the bands were twined and failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic submucosal dissection (esvd) procedure performed on (B)(6) 2025. According to the complainant, during the procedure the bands were twined and failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.